Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's ipg became superficial. Surgical intervention may be taken to address the issue.

Event description:
The ipg was explanted and replaced in a new ipg pocket location. Therapy was resumed and the issue resolved.